Manufacturer narrative:
Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
T was reported that the customer experienced a low blood glucose (bg) level (value not provided), and a loss of consciousness. Reportedly, customer delivered too much insulin for the amount of carbohydrates consumed. Customer required assistance from parent to address bg via consumption of glucose tablets and carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.